Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular lead exhibited noise which resulted in inhibited stimulation for the patient. The lead is reported to be damaged and revision is planned. No patient complications have been reported as a result of this event.